Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. In this MDR, bd corporate headquarters in (B)(4) has been listed. As (B)(4) is an OEM manufacturing site. Additionally, the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that before use a bd¿ blunt filter needle with blunt fill tip malfunctioned as ¿when collecting drug, hcp felt resistance and it was hard to draw.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Additional lot number: medical device lot #: 6180546. Medical device expiration date: 8/31/2021. Device manufacture date: 6/28/2016. Investigation summary: one needle and several photos were returned. Nothing could be determined from the photos. A visual inspection of the returned sample was performed with no defects or issues observed. The needle was then attached to the syringe for functional testing. No issues were observed during testing. Qn review: no notifications were written for these batches, nor for their associated assembly batches for clogged needles. DHR review: batch 6180546 ¿ assembly batch 6181728 had 156 visual inspections performed on 7,950 parts with zero defects noted. The ID inspection system was challenged 77 times using 1,925 parts with zero failures recorded. Batch 6208988 ¿ assembly 6209635 had 192 visual inspections performed 9,750 parts with zero defects noted. The ID inspection system was challenged 95 times using 2,375 parts with zero failures recorded. Investigation conclusion: unconfirmed: nothing could be determined from the photos. No issues were observed during testing.